Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On an unreported date in 2010, the patient was hospitalized due to the peritonitis. It was not reported whether treatment was rendered for the event. On an unreported date in 2010, pd therapy was withdrawn and the patient was placed on back up hemodialysis because of "other problems." It was not reported whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted.